Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the medical intermediate care unit that the patient was experiencing a nstemi. During a heparin infusion, the system over infused which lead to the administration of vitamin k to the patient. There was no lasting effect to the patient.

Manufacturer narrative:
The reported issue that a heparin infusion had over infused could not be confirmed or duplicated. The log analysis did confirm a heparin infusion had been manually terminated early on the date of (B)(6) 2019; however the cause for its early termination could not be ascertained from the log. Testing of the pump module found it to be infusing within specification without any observations of unregulated flow occurring. The pump module¿s platen assembly was found to be missing its upper spring button cap and spring; however, this was determined to not be a contributing factor for the reported infusion experience. A root cause for the reported heparin over infusion could not be definitively identified.

Event description:
It was reported from the medical intermediate care unit that the patient was experiencing a nstemi. During a heparin infusion, the system over infused which lead to the administration of vitamin k to the patient. There was no lasting effect to the patient.